Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The console was powered on and a pump was driven at a flow level of 9 for approximately 3 hours. The only alarms occurring in this time were yellow suction alarms, to be expected when testing at high flow levels. Root cause: no issues were found with (B)(6), as the reported failure mode was confirmed to have occurred only on the initial console, (B)(6).

Manufacturer narrative:
. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an "unstable position sensing signal" alarm occurred on an automated impella controller (aic) during impella support. The aic was replaced to continue patient support. No patient harm was reported.